Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the device jaws were sticking and there was eschar build-up during the procedure. Bleeding was reported but it was not reported as being significant. There was no injury to the patient.